Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, which had been detected by the device on (B)(4) 2015; 23 charge processes were documented. The charge drawn from the battery was checked and indicates a discharge of the battery that is unexpected. The current uptake of the device was then examined, which proved to be unremarkable. An additionally performed long-term test of the current uptake also did not show any anomalies. The ICD' s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. Afibrillation signal was supplied and detected by the device in accordance with specifications. The subsequent charge process was aborted due to the discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. After connecting an external voltage source, defibrillation shocks could be delivered by the ICD according to specification. In particular, the specified energy level was reached. The battery voltage was measured directly. The measurement confirmed an unexpected battery discharge. The battery was returned to the battery manufacturer for a thorough analysis, during which the battery was opened and examined. An internal bypass was detected locally. This local low-ohm instance led to an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.

Event description:
Ous MDR - it was reported that the device was exchanged about 55 months after the implantation due to battery depletion. The rv lead was reconnected. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.